Event description:
While advancing a 26mm amplatzer cardiac plug (acp) through a 13f amplatzer torqvue 45 delivery sheath, the patient experienced sudden hypotension and went into cardiac shock. CPR had to be performed and an aortic balloon pump was placed to restore diastolic coronary flow and increase artery pressure. A coronary angiogram revealed a right coronary artery (rca) air embolism. After a few minutes, the artery flow was restored without any additional procedures and the patient's condition improved. The implant procedure was stopped

Manufacturer narrative:
The delivery system associated with this event, was not returned to sjm for analysis. This delivery system lot was confirmed to have met specifications prior to shipment. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Based on the information received, the results of our investigation are inconclusive and the cause of the reported event is unknown. Not returned to sjm.